Event description:
It is alleged that a (B)(6) female pt received one coolsculpting treatment cycle with an ez 8.0 applicator to lower abdomen on (B)(6) 2011. In (B)(6) 2011, the pt found that the response to treatment was uneven and was retreated on (B)(6) 2011, with one treatment cycle with the ez 8.0 applicator. Additionally, the pt received treatment on both sides of her abdomen vertically with ez 6.3 applicator. On (B)(6) 2012, pt contacted zeltiq to complain that her treatments had caused the tissue in the treatment area to become firm, which was later confirmed by the treatment physician on (B)(6) 2012. On zeltiq recommendation, the pt underwent MRI on (B)(6) 2012. The testing report received on (B)(4) 2012 indicated normal subcutaneous fat; no inflammation; no focal mass; no enhancement of the abdominal subcutaneous fat. On (B)(6) 2012, the pt saw a plastic surgeon for a consultation. The physician recommends a mini abdominoplasty to lower abdominal and liposuction to upper abdomen making this a reportable event. This case has also been reported for ez app 6.3 in MDR 3007215625-2012-00018.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional info. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no sys malfunction occurred during treatment.